Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Twenty five retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that leakage occurred at the tubing insert of a bd vacutainer® luer-lok¿ access device. No injury or medical intervention reported.